Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the coupler and the isolation insert were replaced.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on (B)(6) 2013. During the procedure, the handpieces failed to work. They would not rotate and there was no energy output.

Manufacturer narrative:
(B)(4). In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.